Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not yet been returned for evaluation.

Event description:
Per biomed: end user has reported that vision ii system's image is very poor causing it to be difficult to view the veins or structures clearly during a procedure. Biomed tested the system on a phantom and cannot find a good image either.

Event description:
Per biomed: end user has reported that vision ii system's image is very poor causing it to be difficult to view the veins or structures clearly during a procedure. Biomed tested the system on a phantom and cannot find a good image either.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. With an internal probe; the tower (B)(4) and display (B)(4) were tested as a full system. There is no issue with the image. The customer probe is not with the system and could have been the source of the image issue. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.